Event description:
Reportedly, on (B)(6) 2011 (the implantation day), artifacts with a coupling interval of 125 ms were noticed on the recorded episodes, which resulted in fallback mode switch (fms). The minute ventilation sensor was disabled leading to the artifacts' disappearance. The physician requested an explanation about these artifacts and a solution to re-enable minute ventilation sensor.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.